Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2019 with the following findings: during investigation, the black box download verified pump reboot event on complaint date of (B)(6)/2017. The battery compartment cracked above grip pad. The pump was returned without battery cap. A test battery cap was used for all testing. Test battery cap attaches securely to pump. The pump was exercised for 12 hours with no power issues or alarms occurring. The pump opened, and no damage or moisture found to power circuit. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.